Event description:
Purple fingertip from finger stick on (B)(6) 2024. Per donor, finger is numb and painful and has been getting worse daily.

Manufacturer narrative:
Not-used products of the same batch number returned by the customers were disassembled for inspection of the needle tip. No abnormality was found in the needle tip. The needle tips of the retained samples were inspected, and no abnormalities were found. Actual device not returned; failure unconfirmed.